Event description:
Healthcare professional reported "patient had spontaneous rupture" with unknown side. Device remains implanted.

Manufacturer narrative:
Initial reporter: mobile phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: spontaneous rupture.